Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset the pump, and after completing the reset, the cgm error did not reoccur, allowing the sensor session to be successfully started.